Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior. There was no report confirming whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the caller declined to answer. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur, allowing the customer to continue using the pump.